Event description:
It was reported to globus that a pt has suffered a broken transition 2 level implant, and two broken revere screws. Primary surgery was a posterior lateral fusion l4-s1 with interbody spacer at l5-s1. Revision surgery was a lateral lumbar interbody fusion (llif) l4-5, with removal of broken implant at l4-s1. Revision surgery took place (B)(6) 2014.

Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned for evaluation, however, a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained and distributed in accordance with all federal, state an operating procedures. Since the devices associated with this report were not returned, a complete evaluation could not be conducted. The exact cause of the reported issue could not be ascertained. It was reported implants are not available for review/inspection, as it is hospital policy to send to outside lab for analysis. If implants become available for our evaluation, or additional information is provided, a supplemental report will be submitted. Please be advised this MDR is associated with MDR # 3004142400-2014-00004, as the revision surgery included removal of transition implant as well.